Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a constant audio tone before and after a battery change. Customer also indicated that there are blank places on the display screen. Customer's blood glucose was 54 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and no delivery test due to prime anomaly. All of the buttons functioned properly. No flattened button dome switches noted and the lcd keypad connector locked properly. The insulin pump had no audio, beep or constant tone alarm anomaly noted. No battery issue or low battery alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The insulin pump had cracked display window and cracked reservoir tube lip.